Event description:
A pt reported experiencing inaccurate erratic results. The pt's blood glucose results were 34mg/dl, 192mg/dl. Tests were done within <10 mins with a difference of 124%. Pt did not experience any adverse events. No further info has been reported.